Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed. One niagara catheter kit was returned for evaluation. An initial visual observation showed the kit was returned open and use residue was observed on the components within the kit. The core wire of the guidewire within the kit was observed to be broken and the coiled wire was found to be unraveled. The guidewire was returned threaded through the introducer needle but was not found to be stuck within the needle. A microscopic observation revealed some damage on the bevel of the introducer needle. Both weld tips of the guidewire were observed to be present, and no breaks were found in the coiled wire. The break in the core wire of the guidewire was observed to be tapered with a mostly smooth and granular fracture surface, which is indicative of tensile failure caused by excessive pulling forces on the guidewire.

Event description:
Bd vascular access field assurance received a returned guidewire that was stuck in an introducer needle and the wire was broken.